Event description:
It was reported that on (B)(6) 2018, a 23mm trifecta valve was implanted in the patient. After the procedure, patient having exertional weakness, fatigue and dyspnea and required hospitalization for acute congestive heart failure. On (B)(6) 2023, an echocardiography demonstrated mild-medium aortic insufficiency due to valve dysfunction and the patient presented with cardiogenic shock and respiratory failure. A transcatheter transfemoral aortic valve implantation was performed and a 26mm non-abbott valve was implanted. The patient was retuned to the v-critical care unit in critical condition.

Manufacturer narrative:
An event of cardiogenic shock, aortic valve insufficiency, congestive heart failure, respiratory insufficiency, fatigue, and dyspnea was reported. Further review of the information provided indicated that the patient had progressive exertional weakness, fatigue, and dyspnea, which recently occurred at rest requiring hospitalization for acute congestive heart failure. Echocardiography demonstrated torrential aortic insufficiency due to bioprosthetic valve dysfunction and mild-to-moderate mitral insufficiency with reduced left ventricular function. The patient subsequently developed respiratory failure, requiring endotracheal intubation and increasing inotropic support. A transcatheter transfemoral aortic valve implantation procedure was performed (valve-in-valve). A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information received, the cause of the reported incidents could not be conclusively determined. The reported hospitalization and surgical intervention were a result of case-specific circumstances as the patient underwent a transcatheter valve implantation (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.